Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the imaging system intermittently lost communication with the navigation system. The first occurrence was when the site was taking a 3d spin. Everything was green and ready, but partway through the spin, the systems lost communication. The spin completed, however, it did not have the tag and was unable to be sent to the navigation system. The site was able to take a second spin which completed and had the tag but the system again lost communication when transferring. It did not automatically send to the navigation system. A manufacturer representative was able to manually push the scan. It was noted that the issue occurred when the cable near the navigation system bulkhead was bumped. The procedure was completed using both the imaging and navigation systems and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the bulkhead was replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. The bulkhead was returned to the manufacturer for analysis. Analysis found that both side walls of the returned connector had been broken out with bent leads inside the connector. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.